Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, in the midway of firing of the device, the knife became unable to advance. The knife was pulled back and a new device was used. There was no patient injury.